Event description:
On (B)(6) 2022, the patient underwent endovascular procedure to treat an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis featuring c3® delivery system. Reportedly, on (B)(6) 2022, the post op scan determined a proximal type I endoleak. The physician was monitoring the patient. On (B)(6) 2022, the patient underwent the additional procedure using a none-gore balloon expandable stent graft 22x37mm. The proximal type I endoleak was resolved.

Manufacturer narrative:
The device remains implanted and is not available for analysis. Images will be sent to gore for analysis. Further information will be provided. (B)(4).w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Code 4581: this code is used to describe an endoleak. H6 code 3221: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Additional information was requested but is not available. The device remains implanted and is not available for analysis. Images were requested but are not available for investigation. The cause of endoleak could not be determined with the available information. The additional information was requested from the physician but is not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to endoleak.